Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment. The rate seen (41 worldwide incidents out of estimated 185,000+ procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation .

Event description:
Clinic reported a patient who developed bilateral axillary ulcer lesions in treated area 20 days post miradry treatment. Oral antibiotics, topical antibiotics, and oral steroids were prescribed. The treating physician stated the symptoms improved.